Event description:
It was reported that the patient received therapy and went to emergency room. The patient advocate stated the patient's heart rate was "going into the 200s" and that hospital staff "tried to interrogate" and "read history" and were "unable to pick up anything". The patient's medications were adjusted and the patient was sent home. The advocate also reported the patient has had "trouble over the last several months with ICD not working". The device remains implanted. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.